Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced mesh erosion, mesh exposure and removal of exposed mesh.

Event description:
As reported to coloplast, though not verified, legal representative stated mesh is hanging out of vagina and ongoing lower quadrant abdominal pain.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.